Event description:
It was reported that an asymptomatic patient presented to the hospital after receiving an alert for non-sustained lead noise due to post-paced t-wave oversensing as noted on stored egm. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.